Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) inspected the drawer and found that the matrix drawer chassis was broken and required replacement. Drawer 5 slides were jamming, and the rear chassis release spring had broken. The rear chassis was repaired and the slides adjusted. Additionally, drawer 6 slides were also damaged, so they were returned with new slide rails. Finally, the rear chassis for matrix drawer 5 and the slide rails for matrix drawer 6 were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing failed storage space. The customer attempted to recover the failed drawer and rebooted the device; however, it continued to indicate required maintenance. The customer then shut down the station by unplugging the power cord from the back, reconnected the power plug, and turned the device back on, but the drawer recovery attempt still failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.